Event description:
Patient reported their smile is not balanced and is lop sided, the entire right side of their face looks completely different than the left side. They have an over bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.